Manufacturer narrative:
The pusher assembly was returned with the implant coil not attached. The evaluation showed all parts of the pusher that could affect the detachment were within specification. Per the initial report, the coil did not detach via manual method as the user did not perform it at the recommended location.(B)(4).

Event description:
Treatment of an aneurysm. It was reported the coil could not be detached with the instant detacher or via manual method. The device was removed from the patient.outside of the patient, the physician was able to detach the coil via manual method at the recommended location per the instruction for use. No patient injury reported.